Manufacturer narrative:
G4: 22jun2020. B4: 22jun2020. Information was received that the customer declined service/repair of the device. The customer stated the unit would be retired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jun2020.

Event description:
It was reported that while performing extended self test (est) the ventilator shutdown at the end of the test. There was no patient involvement. The customer troubleshot with technical support, the customer reported the ventilator had an error code in the ventilator diagnostic logs indicating the backup battery was not connected. The customer was advised that the unit was not charging and to replaced the power supply.